Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the imaging system. Accuracy was verified to be accurate. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of an electrode and probe placement procedure. It was reported that they had a .5 mm inaccuracy during a dbs case. They merged 1 mr to the imaging system spin. He requested a checkout of the imaging system to ensure the spins are accurate and requested recalibration is necessary. There was no impact on patient outcome.